Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing a possible allergic reaction to metal.

Manufacturer narrative:
No devices or photos were received for exam since the device remains implanted in patient; therefore, the exact condition of the device is unknown. Without a device, both visual and dimensional evaluations cannot be performed. The device history records could not be reviewed as the product part and lot number is unknown. This device is used for treatment. A product history search could not be conducted as the part and lot number combination of the implant are unknown. It was reported that the patient was having a possible metal allergic reaction, but as the patient¿s allergies and components implanted were not provided, this cannot be confirmed. A definitive root cause cannot be determined with the information provided.